Manufacturer narrative:
More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. Medical profession reviewed the received information and noted: based on received initial op report, the initial surgery was well described in detail and revealed no complications. In addition, no such conclusions can be drawn from the documents received about irregularities that could indicate why these wires had come loose postoperatively. For further analysis, sequential x-ray taken over time could be helpful. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the external fixator had loosened. The wire was exchanged to tighten up the external fixator.

Event description:
It was reported that the external fixator had loosened. The wire was exchanged to tighten up the external fixator.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device not available.